Event description:
During a knee repair procedure the valve lever was noted to be loosening. The surgeon had to stop the procedure and convert to an open-repair. A delay of one-hr resulted. No pt injury or complications resulted.